Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear that may have been secondary to instability. A contributing factor to the extent of wear on the insert may be the result of having been packaged in an out-of-specification bag for more than 5 years. However, this cannot be confirmed as the device was not available for evaluation and limited clinical information was available. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear that may have been secondary to instability. A contributing factor to the extent of wear on the insert may be the result of having been packaged in an out-of-specification bag for more than 5 years. However, this cannot be confirmed as the device was not available for evaluation and limited clinical information was available if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6), 02-012-45-1515, lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6), 200-02-32, three peg patella 32mm (B)(6), 02-010-01-0215, logic femoral ps cem le.ft sz 1.5. (B)(6), 204-70-00, tibial stem ext. Screw. (B)(6), 204-32-02, stem extension 25 lx12 mm.

Event description:
As reported, approximately 2 years post op left knee replacement, this 67 y/o female patient was revised due to poly wear. Everything was removed and used a revision knee from other company. Patient was last known to be in stable condition following the event. No x-rays provided, unable to obtain. No product return, disposed at the hospital.